Event description:
It was reported that the patient presented in emergency room (ER) due to syncope. Upon interrogation, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable throughout.